Event description:
The customer reported they disagree with the AED shock advisory. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The device was evaluated by the (B)(4). The symptom was not duplicated. Review of the events strips showed a noisy waveform. The mrx IFU states, "symptom: analyzing stopped, or cannot analyze ECG message in AED mode. Possible cause: excessive pt movement/radio or electrical sources are interfering with ecd analysis. Possible solution: minimize pt movement. If the pt is being transported, stop if necessary/remove possible sources of interference from the area." The device passed all testing and was returned to the customer. There is no information that supports that the device did not meet product specifications during this event. We are unable to determine the cause of the reported symptom as it could not be reproduced. No formal response was requested and none in warranted.